Event description:
Olympus medical systems corp. (Omsc) received a summons. The summons detailed that the plaintiff underwent a routine screening colonoscopy using an olympus colonoscope. The plaintiff reportedly sustained unspecified permanent injuries to the colon and required emergency surgery, hospitalization, and medical care. Consequently, the plaintiff suffered severe and excruciating pain, and distressing mental anguish. In addition, the plaintiff has been unable to engage in their employment for a time subsequent to said incident and will reportedly be unable to work for an indefinite period of time. The plaintiff further alleged that the defendants malpractice and the negligently manufactured colonoscope contributed to the injuries.

Manufacturer narrative:
E1 - the initial reporter's title is attorney. The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00260.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. However, according to the information provided, the reported event was likely caused by user handling. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿forcible angulation and/or insertion/withdrawal of endoscopes, insertion/withdrawal of endoscopes while angulation lock of bending section is engaged, looping and/or excessive bending of insertion section (recommended to keep insertion section as straight as possible), excessive feeding air into lumen, excessive suctioning.¿ olympus will continue to monitor field performance for this device.